Manufacturer narrative:
A device history record review for the reported lot shows that the product was released per specifications. The sample was visually and functionally tested and the issue was confirmed, the sample failed to prime due a drip chamber failure. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier has been made aware of the issue and the sample has been sent to the supplier for their internal investigation; however, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action has been requested. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an occlusion during a cataract surgery. The product was replaced and the procedure was completed without harm to the patient. A product sample and additional information has been requested for this case.